Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. There was no evidence of blood or clinical use. A visual inspection was conducted. The metal connector collar was dislocated from the power supply connection and returned. Based on the condition of the device as returned, the reported complaint was confirmed.

Event description:
The hospital reported that their hemopro2 adapter was broken. The gold piece on adaptor that connects to the power supply had separated.

Manufacturer narrative:
(B)(4) 2015 01:52 pm (gmt-4:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that their hemopro2 adapter was broken. The gold piece on adaptor that connects to the power supply had separated.